Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture but images don¿t show contrast injection thus it is not possible to confirm depth of the valve; however, based on the pigtail catheter position it is suspected that the depth was approximately 7mm on the non-coronary cusp. Depth on the left coronary cusp is unknown. Of note, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, if the reference catheter was adequately positioned, a recapture was warranted. However, the valve was released, and a post implant dilatation was performed. There is evidence that a second valve was implanted, and the final image shows that the first valve was implanted and/or dislodged ventricular during the impl antation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evproplus-29}; product serial number { (B)(6) }; product type: {0195-heart valves}; implant date { (B)(6) 2024 }; explant date {n/a}, product ID {evproplus-29}; product serial number { (B)(6) }; product type: {0195-heart valves}; implant date { (B)(6) 2024 }; explant date {n/a} ,select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the use of two evproplus-29 valves was necessary due to the first valve not anchoring properly because of the angle of the aorta. A pre-implant balloon aortic valvuloplasty was not performed. The first valve required three recaptures, and after the final deployment, the valve dislodged to a depth of 12 mm. A balloon dilatation was performed in an attempt to improve the insufficiency, but it was not effective and severe paravalvular leak (pvl) was noted. Subsequently, a second valve was successfully implanted, and the pvl was resolved.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the use of two evproplus-29 valves was necessary due to the first valve not anchoring properly because of the angle of the aorta. A pre-implant balloon aortic valvuloplasty was not performed. The first valve required three recaptures, and after the final deployment, the valve dislodged to a depth of 12 mm. A balloon dilatation was performed in an attempt to improve the insufficiency, but it was not effective and severe paravalvular leak (pvl) was noted. Subsequently, a second valve was successfully implanted, and the pvl was resolved. Additional information was received that the first valve was recaptured three times due to the valve dislodging and not anchoring. A non-medtronic (cristal 25x50) balloon was used for balloon dilatation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one intraprocedural fluoroscopic image was provided for review. The image provided shows an evolut implanted deep and evidence of aortic regurgitation. Patient¿s executive summary was not provided for anatomical review and images of the deployment were also not provided therefore this review is inconclusive. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.